Event description:
During an inspection of the glidescope video laryngoscope, the customer identified a portion of the plastic around the lens that had cracked and broken off. No patient involvement was reported.

Manufacturer narrative:
Verathon has contacted the customer multiple times regarding the device return, but it has not been received for evaluation. This device was part of a glidescope product recall ((B)(4)), and the customer returned confirmation forms to verathon on (B)(4) 2013 stating that users throughout their facility were notified of the recall. On the forms, the customer was asked to provide a list of affected devices in their possession, but they did not list nay devices, and indicated that hey did not have any glidescopes which fell under the recall. In addition, a safety alert notice c/r 3022472-5-07-2013-0001-c was issued to all customers on (B)(4) 2013 to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.